Event description:
Aventis case ID: (B)(4). Initial info for this spontaneous case was received from a physician assistant on (B)(6) 2007: a (B)(6) female pt received poly-l-lactic acid (sculptra) in her forehead, five weeks ago for "hollowing in her temples." (Pt had no previous treatment with poly-l-lactic acid). Three weeks after the injection, the pt developed hair loss at her hairline along the temples and in the front of her head. Event is ongoing. Medical history not provided. Concomitant medications stated as "none." Pt has no allergies. Lot number/exp date not specified. No further medical info reported.

Manufacturer narrative:
Add'l info for sculptra from product technical complaint report case ID (B)(4) dated (B)(4) 2007, received by (B)(4) on 22-jan-2008: because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the us. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Brr without hint to root cause. No faults, defects, damages detectable. Conclusion: no faults detectable.